Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed as part of a clinical study in (B)(6). The patient was treated by using the turbohawk. There was initial stenosis of 90%, which was decreased to 25%. The patient was discharged (B)(6) 2015 without complication. Rutherford classification was 0. On (B)(6) 2015 echo was performed showing good progression. On (B)(6) 2015, during a regular exam, the subject complained of pain in the lower limb. The left abi decreased and echo verified there was restenosis of the left proximal and distal sfa. On (B)(6) 2015 the subject was admitted to the site for treatment of the left sfa. There was 99% restenosis of the left proximal and distal sfa with a rutherford classification of 3. On july 16, 2015 additional information was received from (B)(6). The physician performed plain balloon angioplasty (poba) on the left sfa. There were no complications post-procedure. The patient was discharged from the site on (B)(6) 2015

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).